Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen making it difficult to read the display. The customer also reported that the screen was flickering and the battery would only last 3 or 4 days. Blood glucose at the time of the incident is unknown. Troubleshooting was performed. The customer did not recall how the damage occurred. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump was returned for analysis.